Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in hands"), myalgia ("muscle pain"), neck pain ("major cervical pain"), dysmenorrhoea ("pain is worse at the time of my menstrual cycles"), back pain ("back pain"), menorrhagia ("heavy menstrual periods"), anaemia ("anaemia"), vitamin b complex deficiency ("very low vitamin-b level despite taking an ampoule every 6 months"), weight increased ("weight gain"), migraine ("migraines"), night sweats ("night sweats"), fatigue ("major fatigue"), stress ("stress"), nervousness ("nervousness"), urinary tract infection ("urinary tract infections"), visual impairment ("visual disturbance"), nausea ("nausea"), abdominal distension ("swollen abdomen"), paraesthesia ("tingling in hands in the morning"), eyelid disorder ("uncontrolled movement of right eyelid"), amnesia ("loss of short-term memory") and tachycardia ("tachycardia"). The patient was treated with analgesics, antiinflammatory/antirheumatic non-steroids, muscle relaxants, surgery (bilateral salpingectomy on (B)(6) 2017) and physical therapy (neck brace to relieve major cervical pain). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, myalgia, neck pain, dysmenorrhoea, back pain and migraine had resolved and the menorrhagia, anaemia, vitamin b complex deficiency, weight increased, night sweats, fatigue, stress, nervousness, urinary tract infection, visual impairment, nausea, abdominal distension, paraesthesia, eyelid disorder, amnesia and tachycardia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, anaemia, arthralgia, back pain, dysmenorrhoea, eyelid disorder, fatigue, menorrhagia, migraine, myalgia, nausea, neck pain, nervousness, night sweats, paraesthesia, stress, tachycardia, urinary tract infection, visual impairment, vitamin b complex deficiency and weight increased with essure. Diagnostic results: all of the tests she underwent found nothing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: r1708442) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in hands"), myalgia ("muscle pain"), neck pain ("major cervical pain"), dysmenorrhoea ("pain is worse at the time of my menstrual cycles"), back pain ("back pain"), menorrhagia ("heavy menstrual periods"), anaemia ("anaemia"), vitamin b complex deficiency ("very low vitamin-b level despite taking an ampoule every 6 months"), weight increased ("weight gain"), migraine ("migraines"), night sweats ("night sweats"), fatigue ("major fatigue"), stress ("stress"), nervousness ("nervousness"), urinary tract infection ("urinary tract infections"), visual impairment ("visual disturbance"), nausea ("nausea"), abdominal distension ("swollen abdomen"), paraesthesia ("tingling in hands in the morning"), eyelid disorder ("uncontrolled movement of right eyelid"), amnesia ("loss of short-term memory") and tachycardia ("tachycardia"). The patient was treated with analgesics, antiinflammatory/antirheumatic non-steroids, muscle relaxants, surgery (bilateral salpingectomy on (B)(6) 2017) and physical therapy (neck brace to relieve major cervical pain). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, myalgia, neck pain, dysmenorrhoea, back pain and migraine had resolved and the menorrhagia, anaemia, vitamin b complex deficiency, weight increased, night sweats, fatigue, stress, nervousness, urinary tract infection, visual impairment, nausea, abdominal distension, paraesthesia, eyelid disorder, amnesia and tachycardia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, anaemia, arthralgia, back pain, dysmenorrhoea, eyelid disorder, fatigue, menorrhagia, migraine, myalgia, nausea, neck pain, nervousness, night sweats, paraesthesia, stress, tachycardia, urinary tract infection, visual impairment, vitamin b complex deficiency and weight increased with essure. Diagnostic results: all of the tests she underwent found nothing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.153 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.